Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the variety of issues with stool management system but all of them are to do with the part that customer instill water in to hold it in place. One they could not inflate or instill into at all. One the water came right back out of the instillation port. One the inflation water flowed out of the reservoir into the collection bag. Two others did not specify the actual issue. Customer was unable to utilize fecal management system. Customer via email on 02jan2025, it was reported that no patient harm was reported. Staff only reported one instance of not being able to instill the water, all of the other instances the flow was unrestricted. One they could not inflate or instill into at all, one the water came right back out of the instillation port, one the inflation water flowed out of the reservoir into the collection bag. Customer was not able to identify exactly what two other issues took place. The staff just reported that the system would not stay in place and upon inspection, noted that the water was not in the system and so they replaced with a new system.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: it states that, "¿ do not use if package is opened or damaged. ¿ do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids. ¿ do not over inflate retention cuff." UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the variety of issues with stool management system but all of them are to do with the part that customer instill water in to hold it in place. One they could not inflate or instill into at all. One the water came right back out of the instillation port. One the inflation water flowed out of the reservoir into the collection bag. Two others did not specify the actual issue. Customer was unable to utilize fecal management system. Customer via email on 02jan2025, it was reported that no patient harm was reported. Staff only reported one instance of not being able to instill the water, all of the other instances the flow was unrestricted. One they could not inflate or instill into at all, one the water came right back out of the instillation port, one the inflation water flowed out of the reservoir into the collection bag. Customer was not able to identify exactly what two other issues took place. The staff just reported that the system would not stay in place and upon inspection, noted that the water was not in the system and so they replaced with a new system.